Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. As received, the device was at battery voltage above elective replacement indicator (eri) level. Review of the device image indicates auto-capture was enabled consistent with a false eri alert triggered in the field. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitude measured drain current within normal range and no indication of premature battery depletion noted. Longevity assessment was performed, and the device was within normal range of operation with appropriate remaining longevity.